Event description:
It was reported that patient had full revision surgery due to infection. Device history records were reviewed for both the explanted generator and explanted lead. The devices were confirmed hp sterilized prior to distribution.

Manufacturer narrative:
Device evaluation is not necessary because evaluation of the device will add no value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & defects¿ or malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received from the physician indicating that the initial infection occurred on (B)(6) 2021. The patient had two revisions for dehisced wounds prior to vns removal. The infection and dehisced wounds were caused by a protruding suture that patient manipulation caused. Device return is not necessary as the event was assessed to be caused by operational context and device evaluation will add no value to the investigation. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available.